Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation a faradrive steerable sheath clear was selected for use. Upon aspirating the faradrive steerable sheath clear air was continuously pulled. Excessive bubbles were noted in the aspiration syringe. This was exacerbated more after a mapping catheter was inserted and removed. The troubleshooting steps included holding the back of the valve. The procedure was completed successfully by using a different faradrive steerable sheath clear. No patient complications have been reported. The product is not expected to be returned as it was disposed.